Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that serious injury occurred after use with a pen needle autoshield duo 30gx5mm. The following information was provided by the initial reporter, "incomplete retraction got needle stick due to the needle incomplete retraction. Clinical staff/caregiver who received the needle stick. Taiwan quality informed that this case is not reportable locally because usually it doesn¿t require an additional surgery or hospitalization for needle stick incidents. It¿s very rare that the healthcare provider, suffering from bleeding disorders, may need hospitalization and hence becomes an serious adverse event. Otherwise, people don¿t take further medication for needle stick."

Manufacturer narrative:
H.6. Investigation: one open 30g x 5mm safety pen needle sample was returned from lot. No. 9079555, cat. No. 329505. Visual examination of the returned sample was carried out it was observed that the sample was activated, no other issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. No issues were observed with the returned sample therefore no root cause can be identified. H3 other text : see h.10

Event description:
It was reported that serious injury occurred after use with a pen needle autoshield duo 30gx5mm. The following information was provided by the initial reporter, "incomplete retraction got needle stick due to the needle incomplete retraction. Clinical staff/caregiver who received the needle stick. Taiwan quality informed that this case is not reportable locally because usually it doesn¿t require an additional surgery or hospitalization for needle stick incidents. It¿s very rare that the healthcare provider, suffering from bleeding disorders, may need hospitalization and hence becomes an serious adverse event. Otherwise, people don¿t take further medication for needle stick."